Event description:
The contact stated, the customer's meter was reading low. While troubleshooting, the contact performed control tests and rec'd a reading of 54 mg/dl. The normal control range is 94-129 mg/dl. The contact did not allege the customer experienced any adverse events. The test strips are to be returned for eval, and replacement strips will be sent.